Manufacturer narrative:
Event date is an estimate.

Event description:
The patient experienced unspecified reasons with an unknown sling device. A new ams 800 artificial urinary sphincter was later implanted do to an unspecified reason.